Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, while the velocity delivery microcatheter (velocity) was being flushed, the radiologic technologist noticed that it appeared to be stretched at the strain relief near the hub. The stretched velocity was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity.